Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump may have gotten wet. Subsequently, an altitude alarm occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to clear the alarm and resume insulin delivery.